Event description:
Procedure: prostate resection. Reportedly, during resection of the prostate, there was a loud noise as if the bladder was bursting. After a laparotomy, a wound was found on the bladder. Laparotomy was used to close the bladder. No blood transfusion was necessary and the recovery time will not be extended because of the complications during surgery. The patient is in generally good health condition.

Manufacturer narrative:
Attempts have been made to ascertain additional information about incident. The file will be updated as additional information is received.